Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30441691m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping the right heart system using pentaray, pace map was performed, and ablation was started with the stsf on the posterior septum of the right ventricle outflow tract (rvot) which was suspected to be the origin of the pvc. Pace map was done again and ablation around the lower pulmonary valve. The ablation procedure was completed without any problems. Bloody pericardial fluid was then confirmed by echocardiography. Although there was no significant decrease in patient¿s blood pressure, the physician decided to perform pericardiocentesis to drain the fluid from the pericardium. Patient remained conscious from beginning to end. Prolonged hospitalization was not required. Patient¿s condition had improved. Physician¿s opinion regarding the cause of the event is that it was procedure related and that it occurred due to excessive ablation at the same point. There was no evidence of steam pop during the ablation. No error messages were observed. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.